Event description:
Clinical trial. It was reported that during a coronary artery drug-eluting stenting treatment procedure, balloon withdrawal resistance occurred. The index procedure identified and treated one target lesion. Target lesion one was a de novo, moderately calcified, moderately tortuous, thrombotic, bifurcated, distal circumflex lesion measuring 3.0x13mm with 95% stenosis. Target lesion one was treated with pre-dilation and placement of two overlapping taxus liberte stents (3.0x16mm and 2.75x8mm) resulting in 0% residual stenosis. Balloon withdrawal resistance of the 3.0x16mm taxus liberte stent delivery balloon was reported and resolved "after some minutes." No patient complications were reported as a result of this event.

Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this batch found that the device met its material, assembly, and product specifications at the time of release to distribution. The root cause of the reported complaint cannot be conclusively determined. Product unavailable for analysis.